Event description:
The patient reported that their v-go 20 devices have been falling off. The patient stated that she is applying the v-go as she always has, wiping the application site with alcohol before applying. The patient reported that no devices are available for return to the manufacturer for evaluation because they were discarded.